Event description:
It was reported that non-sustained lead noise episodes were detected due to oversensing. Loss of capture on both atrial and ventricular leads were observed. Dislodgement of both leads were confirmed via x-ray. Decision was made to reposition the leads.